Manufacturer narrative:
No malfunction of the device was alleged - the unit has not been returned to hill-rom.

Event description:
Hill-rom has received a report alleging that the device may have contributed to black floaters developing in the patient's eye during treatment. The report indicates that the patient's ophthalmologist diagnosed the patient with a vitreous tear. No malfunction of the device was alleged. The device has not been returned to hill-rom.